Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is misuse due to the excessive force used to pry and/or leverage the device.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion top jaw did not close all the way. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.